Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves. The ventilator was investigated by our field service engineer (fse), the reported event: the control printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. Then the ventilator passed all functional and safety test and was cleared for clinical use. The replaced pcb was returned for further investigation. Then it was tested and passed all functional and safety tests and has been ventilated for twenty four hours without any issue. It passed another pre-use check after ventilation. The reported issue could not be duplicated. A similar investigation by the manufacturer concluded that the embedded multi-media card (emmc) memory is the most probable product related root cause. The emmc is getting stuck in a way that requires a power cycle (cold start) to resolve. Why the emmc is getting stuck in a way that requires a power cycle (cold start) to resolve has not been determined, hence no process related root cause is identified. Measures to prevent this have been developed within the r&d department and are implemented in a higher software. A field action to upgrade the software began in june 2022.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves. There was no patient harm. Manufacturer's ref. #: 848169.